Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced hyperglycemia after gardening, with blood glucose reaching 308 mg/dl, and the user stated they had eaten prior and did not announce the meal; no device malfunction or specific component issue was identified. Symptoms included insufficient information to characterize clinical effects. Outcomes included insufficient information to characterize the impact on the user. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and no specific medical device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.